Event description:
Clinical study. Same case as 2134265-2009-04248, 2134265-2009-04247. Same patient as 2134265-2009-00865, 2134265-2009-00864, 2134265-2009-00862. It was reported that following a coronary artery stenting procedure, the patient experienced in-stent restenosis. The lesion being treated was a 3.50mm, 100% stenosed, 52.0 mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation, and successful placement of a 3.50x24mm taxus express2 stent, a 2.75x20mm taxus express2 stent and a 2.75x24mm taxus express2 stent without gap. The lesion was post-dilated with residual stenosis becoming visually 0% and timi flow improved 0 to 3. The patient was discharged without complications on 8 days later on bayaspirin and plavix. At 8 month post-index procedure, in-stent restenosis in prox lad was confirmed. Pci was performed ten days later. The patient did not have ischemic symptoms, the lesion with reference vessel diameter of 2.80mm and length of 39.0mm was visually 75% stenosed. It was treated with placement of a non bsc stent, then residual stenosis became visually 0%. Timi-3 flow was retained. The patient was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.